Event description:
Report rec'd from the USA stating that the device was "not working properly" during surgery. It is known that device was being used during surgery but no pt or user injury occurred. It is unk if a delay in the surgical procedure as a result of the device issue. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).